Event description:
It was reported that a revision surgery was performed due to dislocation. Patient had a series of dislocations that eventually required revision surgery. Revision surgery was performed in (B)(6) 2010.